Manufacturer narrative:
B2. Date of death: it was estimated that the date of death may have occurred one to two days after the procedure date of (B)(6) 2024. B3. Date of event: estimated based on the date boston scientific became aware of the event

Event description:
It was reported that a patient death occurred. A 1.85mm jetstream sc atherectomy catheter was selected for a procedure during a non-boston scientific workshop. The jetstream was used in addition to a ranger balloon, a jupiterfc, a thruway14, and non-boston scientific devices. It was reported that the next day or the day after, the patient died. Boston scientific has been unable to obtain additional information, despite good faith efforts.